Event description:
It was reported that the colonovideoscope experienced a lingering odor which is presumed to be associated with an unspecified contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update: d8, h2, h3, h4, h6, h11 the device was culture tested positive by the customer. The device was then tested positive by olympus; therefore, the customer reported issue was confirmed. After decontamination, the device was tested positive again. After the replacement of contaminated components, the device was tested positive. After a new decontamination the device was tested, and the result was negative. In additional, during the investigation, foreign objects were found in the air/water cylinder (tube)/tube, and jet tube according to the investigation, reported issues did not appear related to contamination or infection and appeared related to a reported device dysfunction. No positive hygiene microbiological investigation (hmi) report and cleaning, disinfection and sterilization (cds) information from the customer. The device inspection report and the first oly hmi confirmed customer concerns. After repairing channel replacement and additional reprocessing the hmi results were within the acceptance criteria. The root cause of the reported issue found during investigation could not be identified. Based on the results of the investigation, it could not conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 1cfu. Bacterial identification: bacteria species. Sampling date: on (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: on (B)(6) 2025. Sampling from: operator channel. Cfu: 4cfu. Bacterial identification: n/a. Sampling date: on (B)(6) 2025. Sampling from: suction channel. Cfu: >80cfu. Bacterial identification: bacteria species. Sampling date: on (B)(6) 2025. Sampling from: total. Cfu: >80cfu. Bacterial identification: n/a. Sampling date: on (B)(6) 2025. Sampling from: distal end. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: on (B)(6) 2025. Sampling from: air/water channel. Cfu: 2cfu. Bacterial identification: serratia marcescens and bacillus infantis. Sampling date: on (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: on (B)(6) 2025. Sampling from: operator channel. Cfu: 2cfu. Bacterial identification: bacillus simplex and peribacillus simplex. Sampling date: on (B)(6) 2025. Sampling from: suction channel. Cfu: 2cfu. Bacterial identification: sphingomonas paucimobilis and micrococcus luteus/lylae. Sampling date: on (B)(6) 2025. Sampling from: total. Cfu: 6cfu. Bacterial identification: n/a. Sampling date: on (B)(6) 2025. Sampling from: distal end. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: on (B)(6) 2025. Sampling from: air/water channel. Cfu: 5cfu. Bacterial identification: coagulase negative staphylococci and paenibacillus species. Sampling date: on (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: on (B)(6) 2025. Sampling from: operator channel. Cfu: 1cfu. Bacterial identification: bacillus species. Sampling date: on (B)(6) 2025. Sampling from: suction channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: on (B)(6) 2025. Sampling from: total. Cfu: 6cfu. Bacterial identification: n/a. The device was evaluated where an additional potential adverse event was confirmed where j-tube (auxiliary jet channel) in control unit was clogged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.